Event description:
The pt tested her blood glucose on suspect device at 6 a.m. And was 147 mg/dl. She took 30 units of 70/30 insulin. She started to feel ill and called daughter. The daughter arrive and the pt was sleepy, slurring her speech and confused. She took her to the dr's office and was immediately admitted to the hosp. At 12 p.m. Her blood glucose was tested and was 65 (lab).